Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number: (B)(4) compared to an unknown laboratory method. On (B)(6) 2023, the patient had an initial meter result of 3.7 inr and upon re-test the meter result was 5.2 inr and upon re-test again the meter result was 5.1 inr. During the call, the patient re-test again and got a meter result of 5.5 inr. The above four results were taken within a few minutes of each other. The time and date were set incorrectly when the tests were ran and they show as follows: on (B)(6) 2023 at 8:40 a.m. The patient had a meter result of 3.7 inr. On (B)(6) 2017 at 9:41 a.m. The patient had a meter result of 5.2 inr. On (B)(6) 2017 at 9:43 a.m. The patient had a meter result of 5.1 inr. The same finger was used for the above 3 tests. On (B)(6) 2023 during the call, the patient had a meter result of 5.5 inr. The patient's therapeutic range was 2.5-3.5 inr. The patient's interval of testing is monthly.

Manufacturer narrative:
Initial reporter occupation: patient/consumer. The patient's meter and test strips were requested for investigation. The meter was provided where it was tested using retention strips and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 4.9 inr, qc 2: 4.9 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.